Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, when the tech took the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the box and tried to put the introducer but it would not advance. The hemostatic valve became loose and was pushed deep into the hub. The damage was visible. The sheath was replaced, and the issue resolved. The sheath was never inserted into the patient¿s body. Device evaluation details: the device evaluation has been completed. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint is confirmed. The root cause of the valve separation could be related to the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 2/15/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve dislodged inside of hub. The brim cap and friction ring remain intact. These findings continue to be considered MDR reportable and are consistent with the customer¿s initial reported problem of hemostatic valve separation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, when the tech took the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the box and tried to put the introducer but it would not advance. The hemostatic valve became loose and was pushed deep into the hub. The damage was visible. The sheath was replaced, and the issue resolved. The sheath was never inserted into the patient¿s body. The case continued without further issues reported.